Manufacturer narrative:
(B)(4). A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was noted to be protruding out from the slit on the outer shuttle cartridge tubing covering the balloon as received. The shuttle cartridge and the catheter were inspected for anomalies that may cause the reported failure. Damage was observed at the balloon proximal bond. The damaged balloon proximal bond taper was probably caused by a misalignment of the procedural sheath during the device pull back step. A misalignment of the procedure sheath during use of the device may cause a balloon proximal bond taper to make angular contact with the distal end of the procedure sheath. An angular contact may sweep the taper and damage the proximal bond. Functional test could not be performed on the returned device due to the damaged balloon proximal bond taper (deformed proximal bond taper will obstruct the shuttle path). Review of lot f1734102, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The phr review suggests that the reported failure was not related to the manufacturing process of the unit. The reported failure to deploy was confirmed due to the condition (damaged balloon proximal bond taper) in which the unit was received for analysis. The cause of the reported failure experienced by the customer could have been due to misalignment of the procedure sheath by the user. However, the exact root cause of the event could not be conclusively determined. Procedural factors and handling process may have contributed to the reported failure. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was deployed per procedure; however, when bringing the sheath back, the advancer tube did not stay down and retracted with the device. The device was then removed and manual pressure was held. The product was stored as instructed per labeling. No patient injury occurred.

Manufacturer narrative:
After further review of additional information received the following sections event PMA/510k, if follow-up, what type, device evaluated by MFR, and h6 have been updated accordingly. Event: addendum for additional information received: the device was stored as per the labeling. The user was certified on the use of the mynx. The device was removed from the package as per the instructions for use (IFU). The sealant sleeve was not out of position and looked normal out of the packaging and the sealant was not exposed either while removing the device from the packaging or during prep. The device was prepped per the IFU. The procedure was a peripheral procedure. The stick location was at the common femoral. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was neither engaged nor visible. Hemostasis was achieved with manual pressure and the patient is noted to have recovered. It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was deployed per procedure; however, when bringing the sheath back, the advancer tube did not stay down and retracted with the device. The device was then removed and manual pressure was held for an unknown period of time. No patient injury occurred. The product was stored as instructed per labeling. The device was opened in a sterile field. The user was certified on the use of the mynx. The device was removed from the package as per the instructions for use (IFU). The sealant sleeve was not out of position and looked normal out of the packaging and the sealant was not exposed either while removing the device from the packaging or during prep. The device was prepped per the IFU. The procedure was a peripheral procedure. The stick location was at the common femoral. The user shuttled down completely and there was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was neither engaged nor visible. Hemostasis was achieved with manual pressure and the patient is noted to have recovered. The non-sterile 6f/7f mynxgrip vcd involved in the reported event was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the sealant was protruding out from slit on the outer shuttle cartridge tubing covering the balloon, as received. The shuttle cartridge and the catheter were inspected for anomalies that may cause the reported failure. Damage was observed at the balloon proximal bond. The damaged balloon proximal bond taper was probably caused by a misalignment of the procedural sheath during the devices pull back step. A misalignment of the procedure sheath by the user may cause the balloon proximal bond taper to make angular contact with the distal end of the procedure sheath. An angular contact may sweep the taper and damage the proximal bond. Visual inspection at high magnification observed the sealant was protruding out from side slit of the shuttle cartridge. Functional test could not be performed on the returned device due to the damaged balloon proximal bond taper (deformed proximal bond taper will obstructed the shuttle path). A device history record (DHR) review of lot f1734102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed due to the condition in which the device was received. However, the root cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, handling factors may have led to the misalignment of the procedural sheath during the devices pull back step as evidenced by the damaged balloon proximal bond taper. A misalignment of the procedure sheath by the user may cause the balloon proximal bond taper to make angular contact with the distal end of the procedure sheath. An angular contact may sweep the taper and damage the proximal bond. It should be noted that a deformed proximal bond taper will obstructed the shuttle path, which will prevent complete shuttle down step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Corrected data: section b1 (no adverse event occurred)